Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery exhibited intermittent electrical disconnects. The battery was taken out of service. No patient com plications have been reported as a result of this event.

Manufacturer narrative:
The battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned battery revealed that the device passed visual examination and functional testing. Analysis of the data log files revealed several momentary disconnections involving the battery. As a result, the reported "intermittent electrical disconnects" event was confirmed. The most likely root cause of the reported event can be attributed to momentary disconnections between the controller and battery. An internal investigation evaluated momentary disconnections. If information is provided in the future, a supplemental report will be issued.